Event description:
This pt has been complaining of pain in their left shoulder for approx one year. The pt had a left hemiarthroplasty approx four years ago. Pt has had increased pain and limitation of range of motion. Pt was admitted for a revision left total shoulder. During the procedure the surgeon removed and replaced all components.